Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the inner seal on the 511h was torn during the case. It has happened twice previously. There was no consequence to the pt.